Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned the system, verified calibrations and performed system decontamination. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur troponin ultra result was obtained by the customer on a patient sample and discordant when compared to repeat testing. The physician questioned the discordant result and repeat testing was negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.